Event description:
It was reported that the ilet displayed a system update failed alert after a firmware update attempt, which resulted in the pump not dosing overnight until discovery the next morning reporting an elevated blood glucose value of 336 mg/dl, and subsequent guidance to force close the app and retry the update led to a successful update and resumption of dosing with dexcom g7 continuous glucose monitor (cgm) reconnected. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery with restoration of therapy after successful update without hospitalization. Investigation included remote troubleshooting and education, including app restart and reattempt of the software update while on the phone. Investigation of this case revealed a software upgrade failure that interrupted therapy, which resolved after workflow retry without hardware replacement. It was concluded, based on previously established findings for similar reports, that the cause was a software update process issue.

Manufacturer narrative:
Initial